Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the heartstart xl monitor / defibrillator was used to perform a cardioversion on a patient, but there was no recognizable muscle activity, and there was a strong interference signal immediately post shock. The case is being considered a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator was used to perform a cardioversion on a patient, but there was no recognizable muscle activity, and there was a strong interference signal immediately post shock. It was later clarified that there was no patient involvement and the reported issue occurred on a simulator. No additional details were provided by the customer. The customer declined service from philips. The device remains with the customer. No conclusion can be drawn.